Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The nurse reported via phone call that customer was hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2020 with blood glucose of 420 mg/dl. Customer experienced symptom such as vomiting. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Based on customer report customer did not allege insulin pump was under delivering. Customer treated with insulin drip in the hospital and manual injection and bolus also. Customer performed self-test and it was passed. Customer stated infusion set cannula was bent. It was unknown whether the customer was using automode. The insulin pump will not be returned for analysis.